Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wire separated from the jaws and a new one was used to complete the case. There were no components of the device (metal / silicone) that detached into the harvesting tunnel / inside the patient. No harm to patient. No delay to case.

Manufacturer narrative:
Tw #: (B)(4). Corrected section: d4, e2. Updated section: b4, d9, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 11/26/2025. An investigation was conducted on 12/01/2025. A visual inspection was conducted. Signs of clinical use and evidence of dried blood was observed on the heater wire. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed away from the hot jaw from the center of the hot jaw with detachment at the tip of the hot jaw. No additional testing was conducted due to the condition of the heater wire. Based on the the evaluation results, the reported failure "material twisted/ bent wire" was confirmed. The lot # 3000504416 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.